Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. The scrub technician loaded the reload to the handle, the reload would not recognized by the handle. She took reload off the handle, disconnected the adapter, assembled the adapter back onto the handle, and reloaded the reload. The handle recognized the reload. Surgeon placed the reload through the trocar and opened and articulated the jaws. The jaws moved back into the neutral position on its own and white lights all shine. The surgeon removed the stapler from the patient and handed it back to the scrub technician. She once again removed the reload, removed and replaced the adapter, and placed the same reload back on the handle. She then closed and opened the jaws, closed again and handed the stapler with reload back to the surgeon. The handle and reloads worked without issue from this point on to complete the procedure. There was no injury caused to the patient and no medical intervention was required.